Manufacturer narrative:
Investigation summary: this is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer¿s indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A field action was initiated and completed as a result of this complaint. Refer to (B)(4). No additional actions are required at this time.

Event description:
Regarding bd ultra-fine¿ nano pen needle pentapoint¿ comfort¿ device easyflow¿ technology, brand: bd ultra-fine¿ unit, box of (B)(4) units + insert, lot: 2046917, with sanitary registration dm16434e, investigated by act n2 0392-2023 dated august 17, 2023. The sanitary registration dm16434e expired on march 20, 2024 (its application for re-registration was denied with (B)(4). (Its request for re-registration was denied with (B)(4). N° 7166-2024/digemid/ddmp/edm/minsa dated july 19, 2024), reason for which it is not the quality control analysis process of such device is not feasible. (B)(6) requests the withdrawal of the product from the market due to lack of documentation.